Event description:
It was reported that the omnilink was advanced to the distal external iliac (off label use) using a contralateral approach: however, it was decided that the stent was too long and as an attempt was made to remove the sds through the sheath; the stent dislodged from the balloon, but remained on the guide wire, just distal to the sheath. Several attempts to retrieve it were unsuccessful. The stent was then deployed in the common iliac.